Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported we've had two instances where the introducers were shearing when attempting to access the skin. A new introducer was used and worked fine. No other information was provided. This report addresses the second of two devices.